Event description:
It was reported the patient is scheduled for a revision to address implant fracture in-vivo. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Part number and primary device identifier.

Manufacturer narrative:
(B)(4). Report source: foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported the patient is scheduled for a revision approximately four weeks post-implantation to address implant fracture in-vivo. No further information is available.

Manufacturer narrative:
The event was confirmed with product and radiographs received. Visual examination of the returned product identified the plate and 8 screws. The plate is fractured. Fracture analysis identified crack initiation area could not be determined due to excessive surface smearing on the fractures. Fatigue mode of fracture identified in the non-smeared areas on both the fracture surfaces. Eds semi-quantitative elemental analysis of the trauma plate showed that it was consistent with cp ti. Review of the radiographs identified eventual fracture of the mid-portion of a plate and screw fixation device of the proximal to mid ulnar diaphysis. Angulation of the radial head arthrodesis is present. Distal radial plate and screw fixation device is intact. Overlying dorsal forearm soft tissue swelling. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.